Event description:
Customer reports being unable to test her blood glucose due to an unspecified power issue on the aviva system while having high blood glucose symptoms. Customer tested 321 mg/dl on a friend's meter; 8 hours later, customer continued to feel high blood glucose symptoms and was taken to the hospital. Customer tested over 600 mg/dl on professional device; she was treated with an insulin IV, and admitted to the hospital for 4 days. Requested return of suspect device and replacement was sent.